Event description:
It was initially reported that approximately six weeks post-operatively a patient was revised to address the migration of one yukon polyaxial screw and one yukon set screw. A review of the provided x-ray revealed that a total of four yukon polyaxial screws had migrated. This report captures the yukon set screw.

Manufacturer narrative:
Corrected data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately six weeks post-operatively a patient was revised to address the migration of one yukon polyaxial screw and one yukon set screw. This report captures the yukon set screw.